Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level were 50 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that the gastro paresis. Customer was treated with drinking pepsi soda. Customer the customer was declined to troubleshoot for low blood glucose. Product will not be returned for analysis.